Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic upon developing an infection. It was found that the patient had vegetation in the right atrium and on the competitor's right ventricular lead. The patient's implantable cardioverter defibrillator system was explanted. The patient was stable.